Manufacturer narrative:
(B)(4), method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled, and visually inspected. Results: performance testing confirmed that the valves were faulty. The device was then disassembled, and it was found that there was excessive grease on both valves retaining ring's outer lip and around the top of the adjustment knob sticks which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented the smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was noisy and had a sticky movement. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve was noisy and had a sticky movement. There was no patient involvement as the issue was found whilst the device was not in use on a patient.